Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-08419. It was reported that a rotawire fracture occurred. The target lesion was located in the left main artery. A 1.25mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During procedure, 11cm of the distal part of the rotawire was noted to have been torn inside the patient. The patient was sent to open surgery where the wire fragment was also removed. No further patient complications were reported and the patient's status is good.